Event description:
It was reported that the fluid warmers pump not running and over heating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer, h6. Health impact, and evaluation codes: updated. One device was received that was stained orange throughout including reservoir, heater, pump, interlock block, tubes, and through the whole cycle path. The pump was running intermittently, and the temperature of the water was high confirming the complaint. A root cause was the micro switch which triggers the pump was bent and the pot on the printed circuit board (pcb) used to adjust the temperature was damaged from usage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.